Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the device, the atrial, right ventricular and left ventricular lead impedances all read "zero" during the device check. The device was not used and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device was unable to confirm an issue. The reported failure condition was not confirmed during hybrid analysis. All lead impedance measurements reported correct values during bench testing and the device passed production final functional test. Fault grade and memory (static random access memory) bench tests were performed and all tests passed. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.